Event description:
It was reported to philips that the device alarmed and has error codes indicating 35v failure. The device was in use at the time of the event and had to be swapped at the time of the event. The patient was placed on high oxygen until another bipap unit could be placed and subsequently, intubation was required while in the ed. The device was evaluated by the customer with assistance from a philips remote service engineer (rse) and it was determined that the power management pcba needed to be replaced to return the device to working condition. A philips field service engineer (fse) then evaluated the device and confirmed the reported issue and traced it to a faulty power management pcba. The fse replaced the power management pcba, per chapter 8, section 8.18 of the v60/v60 plus ventilator service manual, using modification kit. After installation of the new pm pcba, conducted the test outlined in the verification procedure. Pm pcba was removed from the ventilator, per the procedure rendered the pm pcba unusable, and was disposed of in accordance with local regulations. The device then passed all performance verification tests and was returned to the customer. This reporter stated that a (B)(6) years old male patient with a date of birth of (B)(6), a height of six feet four inches, and a weight of (B)(6) pounds, presented to a hospital¿s emergency department on (B)(6) 2021 for reasons not reported. No relevant medical history, relevant past drug history or relevant concomitant medical products were reported. While admitted on an unknown date, the patient was prescribed ventilation therapy via the respironics v60 ventilator; prescription, device settings, configuration, patient circuit, and patient interface not reported. While in the emergency department on (B)(6) 2021, the patient was receiving therapy via the v60 device, the device stopped delivering therapy and generated an alarm for approximately 30 seconds, a nurse then went into the patient¿s room and found the patient experienced an event of oxygen desaturation; values not reported, the patient was administered a non-rebreather mask; liters per minute not reported, the physician arrived to the room a few minutes later, and the patient was then intubated. The reporter stated that the alarms generated during the event were auxiliary alarm supply failed (1115), blower stalled (1134), 35 v supply failed (111b), and backup alarm failed (1104). No relevant laboratory data was reported. The outcome of the patient being intubated is unknown.